Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement cannot be confirmed; however, potential contributing factors include fair coaxial alignment of the delivery system and preserved ejection fraction. The pvl was felt to be a result of a suboptimal seal of the annulus created by the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post valve deployment, the sapien valve landed 80/20 aortic/ventricular, resulting in moderate paravalvular leak (pvl). Post-dilatation was performed but there was only little improvement of the pvl. The decision was made to place a second valve more ventricular. This resulted in a great improvement of pvl and upon leaving the case the pv leak was documented to be trace-mild. The transaortic case started with a 23mm bav with injection to determine valve size. A 23mm sapien was selected when no leak was left after the bav with injection. The native annulus diameter was 22mm, with severe native valve/leaflet calcification and mild aortic root calcification. The patient¿s ejection fraction (ef) was 65%. The delivery system was advanced and the valve was positioned 60/40 a/v, which was felt to be optimal for this patient. There was fair coaxial alignment of the delivery system, and the image intensifier angle (iia) was considered good. During deployment, the valve started to migrate aortic and even with forward pressure of the delivery system during inflation, the resulting position was 80/20 a/v. The pvl was felt to be a result of a suboptimal seal of the annulus, this conclusion was verified when the 2nd valve, placed more ventricular resulted in trace pvl. The second valve landed 50:50. Prior to the procedure, the valve size had not been determined. There was a lot of motion artifact in the CT and the team was unsure if the measurement of 445mm² was accurate. This was felt to be the best approach in valve selection since the tee long axis was measuring 22mm.